Event description:
It was reported that during a procedure to implant the superion indirect decompression spacer the device broke into several pieces. The physician confirmed with x-ray imaging that all pieces of the device were removed; and another device of the same model was implanted and the procedure was completed successfully. The patient did well post-operatively.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was deformed and completely sheared off from the implant body, with severe scrapes observed on the cam lobes. Damage to the device prevented functional testing. However, this damage to the spacer indicates the break was due to deployment against resistance, and/or manipulation of the position of the device by shifting the inserter. Product labeling review identified that the device was used per the instructions for use (IFU)/product label; additionally stating that device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during a procedure to implant the superion indirect decompression spacer the device broke into several pieces. The physician confirmed with x-ray imaging that all pieces of the device were removed. Another device of the same model was implanted and the procedure was completed successfully. The patient did well post-operatively.